Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during basal delivery with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer re-loaded the cartridge to resolve the issue.